Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Customer reported cuff has inflation/deflation issue. Information provided suggest that replacement of the tube may have been performed however; the information provided is limited. Follow up efforts are being made to gather additional information related to the reported event.